Event description:
Intraocular lens was removed and replaced due to an unexpected postop refraction. Lens met all mfg specifications prior to release.

Manufacturer narrative:
The intraocular lens was not rec'd for analysis. Mfg records reveal no deviations during the process.